Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient died five days after the implant of a leadless implantable pulse generator (ipg).the patient was noted to have cardiac arrest and ventricular tachycardia (vt). Resuscitation attempts were unsuccessful.